Event description:
It was reported that when the time came to open the implants, the circulating nurse went to open the number 3 tibia. As they peeled the first layer off, the packaging stuck to the second layer and tore. The surgeon was not comfortable using it so another one was opened.

Manufacturer narrative:
Conclusion: visual inspection of the returned indicated a corner of the inner tyvek lid had delaminated. It is possible the corner of the lid stuck to the outer tyvek lid, causing it to delaminate when the outer lid was peeled back. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo.

Event description:
It was reported that when the time came to open the implants, the circulating nurse went to open the number 3 tibia. As they peeled the first layer off, the packaging stuck to the second layer and tore. The surgeon was not comfortable using it so another one was opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.